Event description:
Related manufacturer reference number:3006705815-2023-00510. It was reported that the patient experienced skin irritation due to superficial leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2023 where in the leads were buried deeper to address the issue.